Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as multiple hardware. The fse replaced the sample probe, electrode body, modular chemistry (mc) syringe, na electrode, calc electrode, eic cup flow cell, carbon bridge, and performed ise system decontamination procedure which resolved the issue. Patient information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously low and suppressed (no value) calcium (calc) and sodium(na) patient results on their unicel® dxc 600 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide data for review.